Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event for leaflet thickened/halt and increased gradients were confirmed based on the information provided from the field clinical specialist (fcs). A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis (formation of blood clots on the valve). Per the provided information, the patient has end-stage renal disease (esrd), which is a well-known risk factor for early valve degeneration with leaflets thickening. As such, available information suggests that patient factors (end-stage renal disease) may have contributed to the complaint event; however, a definitive root cause was unable to be determined. Elevated gradients may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. In this case, an increased gradients could be potentially contributed by sub-optimal function of leaflets due to leaflets thickening as reported. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 2 years, 7 months, 7 days post transfemoral tavr procedure with a 26mm sapien 3 ultra valve, the valve presented stenosis. The patient underwent a successful valve in valve procedure with a 23mm sapien 3 ultra resilia valve. The patient left the procedure room awake and in stable condition. Per report, the invasive gradient prior to the new valve implant ((B)(6) 2025) was measured at 79mmhg, and there appears to be thickening on the leaflets.